Event description:
The consumer alleged that the toothbrush base exploded and caught fire. There was no injury or property damage alleged.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The customer reported: "toothbrush exploded." One base charger and one ptb handle was returned to ohc for failure analysis. Performed visual inspection of the returned base charger observing deformation and burn damage on the base and around the perimeter of the device. The visual features of the deformation and burn damage are consistent with a thermal event originating from the device itself. Continuity test confirmed short circuit. Note the returned base charger is a hx6100 model, the serial number could not be determined due to the burn damage. No further findings from the base charger. Visual inspection of the returned ptb handle shows no issues or abnormalities. Performed functional test confirming the returned ptb handle arrived in a charged state, charges normally on a known good lab reference test charger and powers on functioning normally with no issues. No faults found from the returned ptb handle. (Ptb: power toothbrush.) The cause of the customers complaint is a burned charger.